Manufacturer narrative:
(B)(4). Concomitant medical products: 00541401501; gender solutions female (gsf) femoral component nonporous size 2, left lot# 62025833, 00542801109; articular surface ultracongruent "size 1 2 left 9 mm height" lot# 62412967, 00542001001; all poly patella size 1 10 mm thickness lot# 62467939. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019-04843, 0001822565 -2019-04845, 0001822565 -2019-04847.

Event description:
It was reported the patient has experienced unverified personal injuries of a natural knee flex system procedure. The patient has sought medical attention for the injury. Attempts have been made for additional information and no further details have been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found.root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.